Manufacturer narrative:
Exemption e2015054. (B)(4). (B)(4) complaints were received during this report period. Of these, (B)(4) have investigations which are currently pending. (B)(4) were determined to be misapplication. (B)(4) showed no evidence of any device-related fault. (B)(4) was determined to be the result of manufacturing error. All (B)(4) reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "7" malfunction events which are associated with a problem that prevents or restricts the motion of the device or its components. These reports were received from various sources. Patient information was not confirmed for (B)(4) events.